Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿writer needed to supplement potassium chloride 20 meq in 50 ml bag for a potassium of 3.7. Potassium chloride 20 meq in 50 ml bag runs 50 ml/hr. Writer started potassium chloride 20 meq in 50 ml bag at 1307 and infusion ran until 1310. Writer paged the provider to notify of the occurrence. Writer received electrocardiogram order and a recheck of basic metabolic panel." There was patient involvement but no harm.

Manufacturer narrative:
Additional information: concomitant med prod data.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿writer needed to supplement potassium chloride 20 meq in 50 ml bag for a potassium of 3.7. Potassium chloride 20 meq in 50 ml bag runs 50 ml/hr. Writer started potassium chloride 20 meq in 50 ml bag at 1307 and infusion ran until 1310. Writer paged the provider to notify of the occurrence. Writer received electrocardiogram order and a recheck of basic metabolic panel." There was patient involvement but no harm.